Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Upon deployment, the device initially did not open fully, until it popped open and jumped proximal. A full recapture was attempted for which resistance was met and the device was unable to be recaptured. A few attempts and manipulation techniques were performed. The device appeared to be pulling on the tissue via angiography. The device was then redeployed to free the device and a full recapture was then successfully performed with less resistance. The device was assessed on the table by the physician, and no tissue was seen on the device. It was noted that the tricut folds of the wds were inverted into the catheter. No patient complications were reported. Procedure was aborted due to anatomy. Patient recovered in satisfactory manner.